Event description:
It was reported the ventricular channel was working intermittently. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis confirmed the reported event, the device failed functional testing. It was also noted that the upper case, lower case and one side bail cover were broken, the ring was bent, and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.